Event description:
It was reported that particulate matter was observed in the header area of two (2) revalcear 300 dialyzers prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed small black particles visible in the header area of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The type and potential origin of the particulate cannot be determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.